Event description:
It was reported via repair work order that bed would not move due to the power cord being wrapped around the wheel. It was further reported that bed had no power due to the power cord sheathing being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that bed would not move due to the power cord being wrapped around the wheel. Follow-up submitted as further investigation determined that the bed had no power due to the power cord sheathing being damaged.

Event description:
It was reported via repair work order that bed would not move due to the power cord being wrapped around the wheel. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.